Event description:
It was reported that a patient was lying on the pad and when the pad was connected to the water circulation, the water began leaking out of the seam. Unfortunately the patient became wet. No adverse consequences were reported.